Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reported alleged the current iob was 2.73 units; current bg target range was 120 +/- 20mg/dl; bg entered for testing was 200mg/dl; carbs entered for testing was 30; recommended amount from pump is 2.50 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: review of the black box data and alarm history did not reveal any recorded activity outside of normal use. On investigation, ez-carb delivery was duplicated using the same parameters as per the customer complaint. As a result, the pump delivered the same result and was found to be functioning correctly. Per the vibe user¿s guide (page 69), if your current blood glucose is above your target range and your insulin on board amount is greater than your blood glucose correctly amount, then the suggested total bolus amount will be the carb correction amount. Investigation did not duplicate the complaint and it was determined that the pump was performing within required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.